Event description:
According to the available information when opening the package the anchor showed a bulge and a defective silicone wire.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. There were several complaints identified against this lot: however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release.

Manufacturer narrative:
An altis sling and two introducers were received for evaluation. Examination of the sling revealed the static and dynamic anchors were still attached to the mesh. Microscopic examination of the dynamic suture revealed the suture was slightly unraveled. No functional abnormalities were noted with either the sling or the introducers. The information received indicated the anchor showed a bulge and a defective silicone wire, but no functional abnormalities were noted with the returned device. It¿s unknown what could have led to the shaving of the dynamic suture. A review of the device history record by the contract manufacturer confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information when opening the package the anchor showed a bulge and a defective silicone wire.